Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable pacing lead - (B)(6) 2012.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead sensitivity was reprogrammed, and the lead rem ains in use. No patient complications have been reported as a result of this event.